Event description:
Reported via medwatch mw5110399, guidewire break and remained inside the patient occurred. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the wire broke due to heavy calcified lesion. Snaring was attempted, but was unsuccessful to retrieve the fragment. The detached fragment was treated with stenting to entrap the detached wire fragment. The procedure was completed with a different device. No further patient complications were reported.